Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred with multiple new cartridges. Blood glucose level was 121 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.